Manufacturer narrative:
Failure analysis noted that the pump alarmed button error due to moisture on keypad traces. There was no moisture damage on the electronic and motor assemblies. The pump had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 7.7 mmol/l at the time of incident. The customer stated that the pump alarmed button error right after it was exposed to moisture. The customer stated that they got caught in the rain. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.